Event description:
The PICC line was trimmed and secured appropriately. An x-ray was done and confirmed the PICC placement. The pt's PICC was connected to tpn and within 6 to 8 hours pt started decompensating (going downhill). Pleural effusion was confirmed.

Manufacturer narrative:
Add'l info has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B) (4)